Event description:
In 2008, a medwatch report was received from the user facility stating, "the exterior portions of the insertion tubes were noted to have peeling and flaking of the outer sleeves. The material breaking off is a clear coating. Concerned about pt safety (flakes breaking off inside the pt's lungs)."

Manufacturer narrative:
The device referenced in this report had been returned from the facility to olympus for eval in 2008, with no allegation of any real or potential adverse impact to pts or users at the time of the initial report. The investigation had confirmed that the clear coating on the insertion tube was peeling and flaking, and appeared to be consistent with chemical damage. There was also discoloration observed on the bending section cover glue, which is also consistent with chemical damage. Additionally, the device was examined and there were scrape marks and tear marks observed on the internal channel walls of the device. The cause of the user's experience cannot conclusively be determined, however, the facility subsequently reported that the automatic endoscope reprocessor in use at this facility had been replaced by the original equipment MFR due to an unspecified problem. This report is being submitted as an MDR in an abundance of caution. MFR report# 8010047-2008-00206 and 8010047-2008-00208.